Event description:
Procedure type: lap hernia repair. According to the reporter: the dissector balloon got stuck in the structural balloon port while retrieving it. There was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. No pt injury was reported. No add'l info was available.